Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 74-year-old male patient for postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿e. Platelet count was noted to be 66 during morning rounds. The patient had recently undergone cardiothoracic surgery and was on ongoing mechanical circulatory support. Other contributing factors included recent cardiothoracic surgery and a cardiopulmonary bypass run. The patient remained on support. Thrombocytopenia may be related to recent cardiothoracic surgery, cardiopulmonary bypass, critical illness, and ongoing mechanical circulatory support.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Event description:
Additional information was provided reporting device has already been explanted and discarded.